Event description:
On (B)(6) 2012, therakos has received from (B)(6), the information that on (B)(6) 2012, a (B)(6) female patient has experienced tetanic syndrome 2 days after the last ecp treatment. The customer reported that the patient was treated on (B)(6) 2012, with clx, and developed on (B)(6) 2012, a tetanic syndrome to arms and legs associated with pain. During ecp, heparin was used. The treatment received on (B)(6) may 2012, were the first two ecp treatments received by this patient. Patient is treated for hypocalcaemia and, on the day of the event, patient didn't receive the usual calcium treatment (calcium gluconate) and experienced cramps to hands and legs associated with pain.

Manufacturer narrative:
Kit lot was requested but not provided by the reporter, therefore, no evaluation was performed. A review of the device history record for instrument serial lot #(B)(4) was performed. There were no non conformances associated with this lot. This lot met all release requirements. (B)(4).